Manufacturer narrative:
The reported event of the high current drain was confirmed. Based on the information provided, the presented high current was determined to be due to an inappropriate handling of the high output mode event.

Event description:
During an in-clinic follow-up, the device was found to have reached the elective replacement indicator. Device replacement was anticipated, however, at a later date the device was interrogated again and had a remaining battery longevity of five years. Abbott technical support was contacted and noted a diagnostic anomaly had occurred. No intervention was performed at this time. The patient was in stable condition.